Event description:
According to the reporter during a thoraco-wedge segmental resection procedure, the surgeon resected the bulla of the lung with two reloads and noticed bleeding from the staple line. The surgeon checked that there was no problem and the procedure was finished. The next day, drainage occurred and the re-operation was performed. The surgeon noticed there was no bleeding from the trocar wound but there was oozing blood from the staple line. The surgeon used a different reload and fired twice to the proximal side of the tissue. The patient discharged from the hospital three days after the re-operation. There was no problem with the progress. They have no known cause of the bleeding. The event was noticed after the surgery. The procedure was completed with another device. Reoperation was required due to the issue. Additional tissue resection was required due to the issue. There was tissue damage. The status of the patient is with no problem. The surgical time was not extended. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.